Event description:
Description of original complaint: the customer reports that during laparoscopic surgery the tip of the forceps broke off in the patient, and was lost in the patient's abdomen. The procedure was extended for 45 minutes as the patient was x-rayed and the fragment removed. Relevant events and information obtained from the reported case: the instrument was returned to the manufacturer and a visual analysis had determined the moveable jaw was broken after the hinge point. Further observation had noted the device was repaired by a third party facility. This was evident for the following reasons: the surface finish is different then the authorized repair facility applies on the instruments. The setting of the forceps tightening is different from the repair authorized facility's standard (which is considered the reason for the break.). The part number, lot, and manufacturing date were sandblasted from the surface of the instrument. The pull wire was more then 1.2mm too short which caused excessive tension on the forceps.

Manufacturer narrative:
The lot was not provided by the customer. The item was returned to the manufacturer, but a third party repaired the instrument and removed the lot identification from the device. Several documented attempts were made to contact the customer regarding further product information. This product is used for treatment and not for diagnosis.